Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe unit packaging was discolored and damaged. The following information was provided by the initial reporter: "the packaging was cloudy and looked melted."

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 1sample submitted for evaluation. The reported issue of discoloration / variation in color / cloudy was confirmed upon inspection of the sample. Visual inspection has been performed for the returned sample and the team has observed the cloudy bottom web. Bd determined that the cause of the failure could be due to an incoming material issue. A notice was sent to the supplier to make them aware of the potential issues with their material. DHR for syringe was performed for the batch 2010676 (catalog 302149).

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe unit packaging was discolored and damaged. The following information was provided by the initial reporter: "the packaging was cloudy and looked melted.".